Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed motor error. The customer's mother stated the insulin pump had alarmed several times, they changed the site thinking that was the issue. The insulin pump also alarmed a motor position encoder error. The alarm occurred during bolus. It was stated the customer was able to rewind successfully. They found six motor error alarms in the pump's history. Advised customer the insulin pump will be replaced. Advised to discontinue and revert to back up plan. The customer's blood glucose was 316mg/dl. It was reported the customer corrected high blood glucose with a bolus. The customer's mother stated she thinks the high blood glucose was due to motor error alarms. Stated the blood glucose was in the low range before bed and waking up high. The customer's mother agreed to return insulin pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked case at display window corner.